Event description:
A 64-yr-old female was being treated for injury received in mva. Given ultrasonic therapy at outpatient therapy unit. After treatment, pt complainted of pain in upper right quadrant of back, felt, "burning sensation." Returned to ER on 7/31 with blister in area of treatment. Did not use device correctly and left trnasducer in same spot for duration of pt treatment.